Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal end of the distal markerband and extending approximately 33mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.